Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."

Event description:
It was reported that the user experienced hyperglycemia after performing an infusion site change and subsequently entered multiple meal announcements; the user reported no visible issue with the removed cd steel infusion set and blood glucose was trending down at the time of the call, and the user was advised not to enter repeated meal announcements. Symptoms included elevated blood glucose. Outcomes included transient high glucose that was improving. Investigation included technical support review and user troubleshooting with education on appropriate meal announcement use. Investigation of this case revealed no confirmed device malfunction and a use-related contribution due to multiple meal entries could not be excluded. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.